Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurs.